Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent for a stent placement procedure using lifestent 5f vascular stent. During the procedure, the sheath catheter allegedly kinked. Furthermore, another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in locked condition with two kinks in the mid section of the system which leads to confirmed result for catheter kink. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is confirmed for catheter kink. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed the instructions for use (IFU) state keep the device as straight as possible following removal from the packaging and while inserted in the patient regarding access accessories the IFU state gain ipsilateral or contralateral femoral access utilizing 5f 167 mm or larger introducer sheath insert a guidewire of appropriate length table 3 and 0014 inch 036 mm 0035 inch 089 mm diameter regarding pta the IFU state predilatation of the lesion with a balloon dilatation catheter is recommended the IFU further state examine the stent system to ensure it has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used if it is suspected that the sterility or performance of the stent system has been compromised the device should not be used. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent for a stent placement procedure using lifestent 5f vascular stent. During the procedure, the sheath catheter allegedly kinked during insertion into the sheath. Furthermore, another stent was used to complete the procedure. There was no reported patient injury.